Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product during the dwell stage, where the home patient stated they had started therapy over with all of the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿troubleshooting¿ instructs the user not to attempt to reuse any disposable supplies. Sections ¿warnings and cautions¿, ¿perform therapy¿, and ¿troubleshooting¿ warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Sections ¿warnings and cautions¿, ¿perform therapy¿, ¿end therapy¿, and ¿troubleshooting¿ warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) had started therapy over using the same disposable supplies. The event occurred during dwell one of five on the home choice and the hp was connected. The technical service representative (tsr) instructed the hp to close the clamps and cycle power to end therapy. The tsr advised the hp to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.